Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-08-05, reporting that the rep would be returning the device, they just needed to order a return mailer kit that they state should be arriving this week. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. It was reported that there were high impedances during trial procedure and they were unable to do intra-op mapping. The health care provider (hcp) put the lead in the 8-15 slot and the same thing occurred. Another lead was used in the 8-15 slot and had no problem. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the lead (B)(4) found that the electrode at the distal end of the stimulator lead was bent, however electrical testing of the lead segments determined that continuity was complete and there were no electrical shorts between the circuits. (B)(4). If information is provided in the future, a supplemental report will be issued.